Manufacturer narrative:
E1: phone (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the customer received a device with a part number different than the approved supplier part number in mss-80197. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
No parts were returned for this concern however the issue was confirmed. Received part number b150055, which did not match the purchase order listing. This discrepancy was traced back to regional labeling practices rather than a product or process deviation. The device meets all specifications. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.